Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements with out-of-range measurements as high as 154 ohms. Technical services (ts) recommended shock impedance testing with a 41j commanded shock. It was noted that other lead measurements were fine. This lead remains in service. No adverse patient effects were reported.